Event description:
It was reported that the ventilators navigation ring was not working. There was no patient involvement. The service provider (sp) inspected the device and confirmed the issue. The sp replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no further abnormality was confirmed.